Event description:
It was reported the pt has not charged her scs ipg in over a year; as a result, there is a possibility th device is inoperable. Subsequently, surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.